Event description:
It was reported that this lead was removed and replaced, due to a product performance issue. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).